Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose level was 115 (mg/dl). The customer stated they were unsure if they had backup therapy supplies and declined follow up from tandem technical support to ensure backup therapy was obtained.